Event description:
It was reported to the ees safety office that during a gynecologic laparoscopic procedure to correct adhesions of the uterus to other pelvic organs, the urinary bladder was inadvertently punctured. To correct this intra-operative complication, open laparoscopy was conducted to repair the bladder injury. No additional pt consequence reported.